Event description:
It was reported that during a whipple procedure, a small portion of the staples either did not form or did not come out of the reload (rep did not know) when the device was fired on small bowel with a blue reload. The surgeon had to over-sew the portion that was not stapled. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: on what tissue type was the device used? At what location on the tissue? Small bowel. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? Third. What color cartridge (white/blue/green) was used (tx only)? Blue. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Yes. Was the instrument fired across or near an existing staple line or clip? No. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Yes. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Not sure if staples were missing or malformed. Was proximal and distal control maintained on the tissue during the firing sequence? Yes. Was the staple line inspected for integrity prior to transecting the tissue? Yes. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Asku. Was a leak test completed? No. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. Was the firing to close a side by side anastomosis? If so, which firing. Yes, 3rd. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Pancreatic cancer. Was there a recent conversion to ees devices in this account or with this surgeon? No. Is a pathology specimen available? No. Where was the location of the malformed staples, on the ends or in the middle of the staple line? Proximal portion of the stapler/reload. Where the staple legs unformed or did they have irregular shapes? Rep is not sure. The surgeon said some staples didn't deploy so incomplete staple line the analysis results showed that the device arrived in good visual condition and with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.